Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jan-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant wasn¿t working right to control her symptoms since implant. The patient wanted to have the implant removed. It was mentioned that the implant had hurt her because it got hot and was causing burning shortly after it was placed. The patient stated she had fallen twice since being implanted and one of the falls tore her leads out. The patient was directed to follow-up with their healthcare provider to discuss removal. The indication for use was non-malignant pain.